Manufacturer narrative:
(B)(4). Medical devices: guide wire: sion blue, sion, guide cath: hyperion7fr jl4, opticross, sasuke. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, heavily calcified, concentric de novo lesion in the left anterior descending (lad) coronary artery. A 2.00x15mm traveler rx balloon dilatation catheter (bdc) was advanced to the lesion without resistance. Reportedly, the balloon ruptured during inflation at 10 atmospheres (atm). The bdc was removed without resistance and replaced with a 2.5x10mm non-abbott bdc. A 3.0x22 non-abbott stent was implanted to complete the procedure. There was no reported adverse patient effect and no reported significant delay in the procedure. No additional information was provided.